Manufacturer narrative:
The suspect cooling catheter system (ccs) has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A medtronic representative reported that, following a laser induced thermal therapy (litt), the cooling catheter system (ccs) for the ablation system was charred. It was reported that no issues occurred during the procedure and that the laser fiber was fine. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The suspect fiber was returned to the manufacturer for evaluation. Visual inspection found that the tip of the fiber was missing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.